Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the fire started from cord. No patient injury reported.

Manufacturer narrative:
There was no product returned and no lot number to perform a batch record review. Therefore, we are unable to establish a root cause and can only speculate as to what may have happened. The following information was provided by the manufacturers engineering manager: "I have done several evaluations in the past of us354's that actually were sent back that invariably showed signs of being misused and/or beyond life expectancy. When the cord is used repeatedly, the copper wire naturally becomes more brittle as it ages. As the copper becomes more brittle, the strands will break more readily. As fewer and fewer strands are left intact, the load on the remaining strands increases, and could lead to the type of failure noted by the customer. This can also be exacerbated by exertion of unusual pull forces on the connectors (ie, "yanking" the connector off the end of the instrument by the cable instead of grasping the connector itself and removing it). The mp cord IFU is quite specific about how to properly handle and inspect the cord, and when these cords fail in this manner it has always been because those instructions were disregarded. Disposition: no action required.